Manufacturer narrative:
C-1847 initial report. This initial report is being submitted now as it was erroneously submitted as a follow up report in error. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed, it was found that the reported device was manufactured in june 2007. In 2012 corin initiated a project to review the reported failure modes which resulted in a design changed for these instruments. Based on this, corin now considers this case closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
The drill end of a uniglide femoral drill has broken off.